Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the scalp laceration and subcutaneous hematoma cannot be ruled out. The fall was unrelated to optune gio therapy. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Haematoma is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 68-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. During review of the patient's medical records received on (B)(6) 2024, it was noted that during a follow-up appointment with radiation oncology, the patient reported experiencing a fall on (B)(6) 2024. The fall resulted in a subcutaneous hematoma and a scalp laceration. The patient sought care at the emergency department (ed) on (B)(6)2024, where imaging studies revealed no evidence of acute intracranial, cervical spine, or abdominal/pelvic pathology. However, the CT brain scan from (B)(6) 2024, indicated scalp swelling overlying skin staples with subcutaneous hematoma in the right parietotemporal region. Optune gio therapy was temporarily discontinued. At the follow-up appointment on (B)(6) 2024, the physician documented that the head injury from the fall had fully healed, and the patient had resumed optune gio therapy without complications. The prescribing physician was contacted without reply.

Manufacturer narrative:
On march 28, 2025, novocure identified that the initial manufacturer report number (MFR) reflected an incorrect submission year. The correct MFR for this report is 3010457505-2025-00410.